Event description:
According to the reporter, during a sigmoid colectomy, there was a poor staple formation - the middle part of the staple line did not form b shape. A surgical intervention was needed. The surgical time was extended by more than 30 minutes due the issue. In order to resolve the issue the anastomosis was hand sew. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was fully fired. All returned staples were noted to be malformed. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.